Event description:
It was reported that the system went into sleep mode on its own and needed to be rebooted to continue the case. No patient injury was reported.

Manufacturer narrative:
No conclusions can be drawn as repair info was not reported.